Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is no response with the act button. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened dome switch. The keypad connector was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.